Manufacturer narrative:
(B)(4). Information was not provided by the contact. (B)(4). Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The analysis found that one pce60a device was returned with no visual non-conformances and one ecr60g cartridge reload present. The cartridge reload was received partially fired 4/5. The cartridge deck was noted to be damaged. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device will no fire. The device was tested for functionality with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, per a hospital product failure report, the device was used two times with no problem. On the third firing, the stapler jammed. The jaws could close, but the motor did not sound like it was working. The blade advance a little and stopped; device locked out. The blade was reversed, but unable to move the blade forward again. The device was then opened and reloaded, but the device did not work; it would not fire. Case completed with another device of the same product code. It was unknown what cartridge was being used or if buttressing material was used. Per the report, there was potential risk to the patient or employee.